Event description:
During follow-up for a separate event, it was reported this patient on peritoneal dialysis (pd) was previously hospitalized with peritonitis. In additional follow-up, the patient¿s pd nurse stated that patient was experiencing symptom of abdominal pain and was hospitalized on (B)(6) 2022. The patient had a pd culture obtained (on (B)(6) 2022) which generated growth of the bacteria (B)(6) epidermis. The patient was treated with the antibiotic vancomycin (dose not provided) intra-peritoneal (ip). Subsequently, on (B)(6) 2022 the patient was discharged from the hospital. Per the nurse, the patient continues pd treatment with the same cycler without any adverse effect and is recovering from the event. The patient¿s nurse confirmed the patient did not have any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange.